Event description:
It was reported that the patient had the artificial urinary sphincter removed due to fluid loss form a leak in the bending part of the cuff. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon were implanted.